Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. The reported difficult to remove (clip caught on chordae) could not be replicated in a testing environment as it was related to patient anatomy or procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove (clip caught on chordae), the gripper actuation issue appears to be due to the clip caught on chordae. The reported patient effect of tissue injury appears to be due to the clip being caught on the chordae. Tissue is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 5, on a patient with many chordae, thin leaflets, several leaflets, and a large gap. A triclip xtw (50325r1096) was inserted and advanced under the valve. However, the clip became caught in chordae. The clip was able to be freed and was retracted into the right atrium. However, it was observed that one of the grippers was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. A new flail was observed on the septal leaflet. The clip was therefore removed and replaced. A second clip, a triclip xtw (50424r1029), was then inserted and grasping was performed. However, the leaflets were unable to be captured. Therefore, the clip was removed, and the procedure was discontinued. There was no clinically significant delay in the procedure.